Manufacturer narrative:
Manufacturer contacted the dealer. Dealer reports he had picked up the chair and ran the chair for over an hour. No functional performance was found to be wrong. The dealer did note that the chair is allegedly programmed aggressively with a high torque. The dealer believes this is what caused the alleged incident. Information indicates a potential user error and/or chair may not be appropriate for user.

Event description:
The consumer came up to a slight slope on the sidewalk when the brake allegedly went on and the chair drove left. The left motor allegedly seized up causing the chair to fall on its right side. The buckle alleged failed causing the consumer to fall out of the chair and get a concussion and tear her right rotator cuff.